Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that the insulin pump alarms and squirt the insulin out during manual prime. Customer stated that the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with prime alarms during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with missing end cap sticker.